Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. The review of the event history log and measuring the occlusion detection pressure confirmed the customer issue. The root cause of the reported issue was misalignment of occlusion pressure setting. The reported issue was resolved by recalibration of the occlusion pressure. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that frequent occurrences of blockage alarms were observed. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.